Manufacturer narrative:
Concomitant product: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient was receiving appropriate stimulation.

Event description:
It was reported that a patient had a coupling problem. It was stated that the patient got 0-2 bars since implant and ¿had to push really hard against the implantable neurostimluator (ins) site when he recharged¿. It was stated that the top half of the ins was tilted outward and a manufacturer¿s representative told the patient that ¿most likely they would need to revise the ins¿ but wanted the patient to try a different recharger. Additional information received reported that it was confirmed that the implant had moved and it was difficult to make a connection. It was noted that another charger was being sent ¿as a last resort¿. Additional information received reported that a general check was performed and the device was good. (B)(4).